Manufacturer narrative:
This event is related to the event reported under MFR number: 3007042319-2017-03506. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the primary investigator reported that these events were related to the patient's medications and hypoxia. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was noted to have a soft, distended abdomen with hypoactive bowel sounds on (B)(6) 2015. The site further reported that the patient had not had a bowel movement (bm) after his/her surgery on (B)(6) 2015. At the time of the event, the patient was on a bowel program with fiber and stool softeners. The patient was given an enema on (B)(6) 2015 and was started on tube feeds. The tube feeds were discontinued the next day when the patient was noted to have an ileus. An oral gastric tube was placed for decompression. The patient was started on reglan on (B)(6) 2015. The patient is noted to have still not had a bm at that time. On (B)(6) 2015, the patient had a large bm and the tube feeds were resumed. By (B)(6) 2015, the patient was having daily bms. On the night of (B)(6) 2015, the patient is reported to have been using the call light frequently and at one point was unable to speak. The patient was able to withdraw from painful stimuli and had a positive corneal reflex. The patient was given narcan without a response. A stat head computerized tomography (CT) scan revealed no acute changes. The patient was intubated to protect his/her airway. At that time, the patient's left pupil was noted to be dilated and non-reactive to light. By the time the neurology team arrived, the patient's pupils were again reactive (though the left pupil was sluggish) and the patient's status had improved. The neurology team felt that the event was not likely to have been a stroke. The patient again became unresponsive later that day. The patient was noted to have maintained tone but was unable to maintain elevation of any extremity. The event lasted for approximately ten to fifteen minutes. An electroencephalogram (eeg) revealed "slowing" without evidence of a vascular event. On (B)(6) 2015, the patient was intermittently not following commands but was back to baseline on (B)(6) 2015. The neurology team concluded that the patient had suffered encephalopathy that was metabolic in nature with the possibility of a hypoxic component. A kidney-urea-bladder (kub) study on (B)(6) 2015 still showed ileus. Later that day, the patient had a large volume emesis. Tube feeds were stopped and an oral gastric tube placed to suction. Before the patient pulled out this tube, it had drained 500ml of fluid. The patient was thought to be doing better by (B)(6) 2015 and a dobhoff tube was placed with the resumption of the tube feeds. By (B)(6) 2015, the patient again became intolerant of tube feeds and a kub still showed ileus. The tube feeds were discontinued. A naso-jejunostomy tube was placed on (B)(6) 2015 and tube feeds were again resumed slowly. On (B)(6) 2015, the patient's reglan was discontinued secondary to involuntary movements. The patient was still received tube feeds at this time but required an aggressive bowel regime including daily enemas and multiple laxatives. Abdominal x-rays through (B)(6) 2015 continued to show generalized ileus. The encephalopathy event was reported to be resolved on (B)(6) 2015. The primary investigator reported that this event was possibly related to the study device, the implant procedure, the patient's condition and to the patient's medication and hypoxia. The ileus event was reported to be unresolved. The primary investigator reported that this event was unrelated to the study device and possibly related to the implant procedure, the patient's condition and to the patient's medications. No further information has been provided.